Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device pro7000de hall oralmax elite high speed drill, was being used on approximately (B)(6) 2025 and was ¿getting hot¿. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the device getting hot is unconfirmed. The device was not overdue for preventative maintenance. The unit was tested per ip-000-341 and functions per the specification. Starting temperature was 70f after 3 min runtime was 100f. This is acceptable per the inspection procedure. The service history was reviewed and no relationship to this complaint was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 79 reports, regarding 83 devices, for this device family and failure mode. During this same time frame 3,735 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised the following: rotation of handpiece usage per day will assist with proper performance. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device pro7000de hall oralmax elite high speed drill, was being used on approximately (B)(6) 2025 and was ¿getting hot¿. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.